Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. After placing a non-bsc introducer sheath and a guide catheter, a 3.00 x 32 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed however; a resistance was felt upon pulling the device into the guide catheter. The guide catheter was then removed first out of the non-bsc introducer sheath. However upon the removal of the 3.00 x 32 synergy¿ des, the device gripped in the introducer sheath and failed to be extracted from the patient. The left femoral artery was then punctured and the procedure was completed via the new vascular access. No patient complications were reported and the patient's status was stable.